Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this lead was not successfully implanted due to high out of range pacing threshold measurements. The lead was returned for analysis; no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.